Manufacturer narrative:
E1: patient city: (B)(6) patient country: switzerland h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in switzerland. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose level. Patient was hospitalized for 3 days. Patient's blood glucose at the time of issue was 72 mmol/l. Patient was treated via intravenous insulin infusion. No further information available.